Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was alarming no delivery several times. The customer changed their infusion set but their blood glucose kept rising. The customer's blood glucose was over 600 mg/dl. Troubleshooting was performed. The customer's blood glucose was over 500 mg/dl at the time of event. The customer declined troubleshooting for the infusion set. The customer reported a low blood glucose of 58 mg/dl. The customer treated with a soda.